Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and contact technical support if the issue happened again.